Event description:
The device has been explanted.

Event description:
Healthcare professional reported a left side rupture and exchange due to patient concern with the product. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the device was broken shell, missing shell, fold creases and black/red particles material was found on the shell. A weight test of the device was verified and the device overweight. A microscopic analysis was performed which identify: a broken is found with the following conditions: sharp with nicks assessed as surgical impact opening, smooth edge due to smooth opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a broken is found with the following conditions: sharp edge on radius with nick assessed as surgical impact opening and smooth edge on posterior due to smooth opening. Missing shell assessed as inconclusive.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture and exchange due to patient concern with the product. Device remains implanted.